Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, during the implant of a 23mm sapien 3 valve, by tf approach in aortic position, the commander delivery system balloon burst causing the valve not fully expanded, and subsequently, a severe pvl occurred. A post dilatation was done using another 23mm delivery system catheter, and finally the result was successful. As per medical opinion, the calcium toward the left cusp might have caused the balloon burst. The patient is in good conditions.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was not returned to edwards lifesciences for evaluation. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in an edwards technical summary.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the root cause for the balloon burst may have been from interaction with calcium from the left cusp. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since the occurrence rate does not exceed the november 2017 control limits for the trend categories, no corrective or preventative action is required. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  No corrective or preventative actions are required at this time.